Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthese joint reconstruction, or its employees caused or contributed to if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records were received: on (B)(6) 2014, left hip x-ray results showed a large left testicular cyst. On (B)(6) 2014, x-ray findings show left total hip prosthesis was visualized. The acetabular and femoral components are in satisfactory position and alignment. A cerclage wire surrounded the intertrochanteric region. No notes of periprosthetic fracture. There was mild asymmetry of the right femoral head that had left unchanged since prior the exam and may have indicated a femoral acetabular impingement. The impression showed left total hip prosthesis in satisfactory position and alignment.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, h6 (clinical code). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records ad 10 apr 2024 received. On (B)(6) 2007, patient received a left total hip computer navigated arthroplasty to address osteoarthritis, utilizing depuy products¿corail size 11 collared standard offset femoral stem and a +5 36 mm delta ceramic head, paired with pinnacle acetabular cup size 54, with a 36 mm metal liner. Patient was deemed to have had a successful, uncomplicated surgery. On (B)(6) 2014, patient received a left hip revision surgery, to address pain, ¿clicking¿ in the hip, fluid collection identified per MRI, and increased chromium and cobalt serum ion levels. The surgeon identified no gross infection or metallosis in the surrounding hip tissues. The acetabular cup was found to be wellfixed and well positioned. The metal liner and existing ceramic head were replaced with a neutral polyethylene liner and the same sized ceramic femoral head that had been explanted. The surgery was completed successfully without any complications. On (B)(6) 2014, patient was seen in office for post-op follow-up. Doing very well post-revision, no pain, no limp. Hip motion was good. The remainder of the bundled medical records pertain to either the patients shoulder injury or cervical disc radiculopathy, and are entirely unrelated to his left hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint(B)(4). Investigation summary : complaint description: legal claim received. Claim alleges the patient suffers from pain, discomfort, large amounts of toxic cobalt-chromium metal ions and particles to be released into the body, high levels of cobalt and chromium, metallic debris, and loosening. Update rec'd (B)(6) 2015 - litigation papers received. A femoral head is now being added to address allegations of metal on metal. Update (B)(6) 2015- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported patient information and chromium and cobalt lab results of chromium 15.2 and cobalt 21.2 with no reference ranges. Medical records and revision surgical report dated (B)(6) 2014 reported the patient with clicking, crepitus, weakness, inflammation, stiffness, swelling and difficulty walking. It should be noted that the patient has a metal on ceramic construct. Part/lot updated. The complaint was updated on: (B)(6) 2015 update ad (B)(6) 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets. Ppf alleges metallosis. Added law firm, revision hospital, surgeon and updated product details. Doi: (B)(6) 2007 - dor: (B)(6) 2014 (left hip). ¿the product was not returned to depuy synthes, however photos were provided for review. See attachment [(B)(4) _x-ray_images-received (B)(6) 2024]. The x-ray investigation found that there was no damage or defects with the pinnacle mtl ins neut36idx54od. All available x-rays were reviewed, and no evidence of implant fracture, disassociation, or anything indicative of a device nonconformance was found. Since the device was not returned, a dimensional inspection cannot be performed. ¿the overall complaint was unconfirmed as the observed condition of the pinnacle mtl ins neut36idx54od would not contribute to the complained device issue. ¿based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device product description: pinnacle mtl ins neut36idx54od product code: 121887354 lot number: 2275342 and no non-conformances or manufacturing irregularities were identified. Device history review: a manufacturing record evaluation was performed for the finished device product description: pinnacle mtl ins neut36idx54od product code: 121887354 lot number: 2275342 and no non-conformances or manufacturing irregularities were identified.

Event description:
Medical records were received: on (B)(6)2021, patient was seen in office for follow-up after after left hip replacement. X-rays showed possible but inconclusive stem loosening, compared to previous x-rays from 2018. Physical exam showed good good results in all muscle groups. No pain. On (B)(6)2022, patient was seen in office for follow-up after after left hip replacement. Patient indicated was doing well, x-rays showed no loosening, but some "stress yielding" around the greater trochanter. Physical exam showed good range of motion without pain. On (B)(6) 2022, patient was seen in office for follow-up after after left hip replacement. Patient indicated was doing well, x-rays showed good bone ingrowth. Physical exam showed good range of motion without pain. Records provide multiple clinical visits and diagnostic exams regarding diagnosed metastatic oropharyngeal squamous cell carcinoma. There are also records for skin cancer treatment. In addition, there are records for diagnosed multi-level cervical disc disease. There is no indication that any of these diagnosis are related to depuy products or procedures. On (B)(6)2007, patient received a left total hip arthroplasty to address left hip osteoarthritis, using computer hip navigation. The procedure had no complications. A depuy corail size 11 stem with standard offset and collar, a pinnacle size 54mm cup, a pinnacle size 54 x 36 ultamet metal liner, and a +5 36mm delta ceramic femoral head were implanted. On (B)(6) 2014, patient's labs identified elevated ions, with a plasma chromium value of 15.2 ug/l and a plasma cobalt value of 21.2 ug/l. On (B)(6) 2014, the patient had a left hip revision to address pain, "clicking", elevated metal ions, and failure of the metal-on-ceramic bearing surfaces. The metal liner was removed and replaced with a polyethylene liner. The ceramic head was replaced with another ceramic head. The stem and cup were well fixed. Within the records there were other diagnostic and clinical exams identified issues impacting the cervical spine and left shoulder, with treatments provided. There is no indication that these adverse events were in any way related to the total hip replacement products or procedures.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated.depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update 11/19/15- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported patient information and chromium and cobalt lab results of chromium 15.2 and cobalt 21.2 with no reference ranges. Medical records and revision surgical report dated (B)(6) 2014 reported the patient with clicking, crepitus, weakness, inflammation, stiffness, swelling and difficulty walking. It should be noted that the patient has a metal on ceramic construct. Part/lot updated. The complaint was updated on: dec 7, 2015.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: complaint description: legal claim received. Claim alleges the patient suffers from pain, discomfort, large amounts of toxic cobalt-chromium metal ions and particles to be released into the body, high levels of cobalt and chromium, metallic debris, and loosening. Update rec'd (B)(6) 2015 - litigation papers received. A femoral head is now being added to address allegations of metal on metal. Update (B)(6) 2015- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported patient information and chromium and cobalt lab results of chromium 15.2 and cobalt 21.2 with no reference ranges. Medical records and revision surgical report dated (B)(6) 2014 reported the patient with clicking, crepitus, weakness, inflammation, stiffness, swelling and difficulty walking. It should be noted that the patient has a metal on ceramic construct. Part/lot updated. The complaint was updated on: (B)(6) 2015. Update ad (B)(6) 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets. Ppf alleges metallosis. Added law firm, (B)(6) hospital, surgeon and updated product details. Doi: (B)(6) 2007 - dor: (B)(6) 2014 (left hip). The product was not returned to depuy synthes; however, photos were provided for review. See attachment (B)(4) _x-ray_images-received (B)(6) 2024, (B)(4)-x-ray_images - recieved (B)(6) 2024. The x-ray investigation found that there was no damage or defects with the pinnacle mtl ins neut36idx54od. All available x-rays were reviewed, and no evidence of implant fracture, disassociation, or anything indicative of a device nonconformance was found. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the observed condition of the pinnacle mtl ins neut36idx54od would not contribute to the complained device issue. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device product description: pinnacle mtl ins neut36idx54od product code: 121887354 lot number: 2275342 and no non-conformances or manufacturing irregularities were identified. Device history review: a manufacturing record evaluation was performed for the finished device product description: pinnacle mtl ins neut36idx54od product code: 121887354 lot number: 2275342 and no non-conformances or manufacturing irregularities were identified. H11 additional narrative: corrected: d4 (primary UDI number).

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Medical records were reviewed. A search of the complaints databases identified other reports against the metal liner. No other reports were found against the remaining product and lot code combinations. The metal liner is exempt from device history record review per procedure. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d10 (concomitant). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
This was a limited review by clinician pertained to non metal on metal medical records. On (B)(6) 2007, the patient had a left hip arthroplasty no specifics provided. (B)(6) 2012 medical records note the patient presents with right hip pain, congestive heart failure, and hypertension. (B)(6) 2012 avascular necrosis of left hip. (B)(6) 2014 lab results; chromium, plasma 15.2 ug/l and cobalt, plasma 21.2 ug/l. On (B)(6) 2014 medical record to discuss MRI left hip, patient had a previous left hip replacement 2007 with ceramic on metal articular bearing surface. Patient has been having increasing symptoms of mechanical problems in their left hip with increasing crepitus and clicking and discomfort in the left hip. Physical examination notes left hip range of motion does produce crepitus on the lateral aspect of the hip. Radiograph shows evidence of large testicular cyst. On (B)(6) 2014, the patient had a revision left total hip replacement with exchange of articular bearing surface to address failed left total hip. The indication for surgery included pain and clicking in the hip. An MRI showed evidence of fluid collection in the hip joint with increased both chrome and cobalt levels. The metal liner was removed was removed without any difficulty, there was some granulation tissue in the back side of the acetabulum that was completely cleaned. Femoral head was revised. Medical records note patient had a depuy left femoral ceramic biolox delta ts, liner. (B)(6) 2015 labs noted chromium level 2.5 ng/ml and cobalt 1.0 ng/ml. On (B)(6) 2021 medical records note the patient underwent a previous hip replacement 8 years previously with revision 3 or 4 years later secondary to ceramic on metal and subsequent metal debris. Patient recently developed minimal thigh pain.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Added: b5, b7, h6 health effect - clinical code. Corrected: h6 health effect - impact code. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: h6 clinical code. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Legal claim received. Claim alleges the patient suffers from pain, discomfort, large amounts of toxic cobalt-chromium metal ions and particles to be released into the body, high levels of cobalt and chromium, metallic debris, and loosening.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  UDI: (B)(4).

Event description:
Ppf alleges metallosis. Added law firm, revision hospital, surgeon and updated product details.